Manufacturer narrative:
The investigation of the complaint related a technical error code indicating an open safety valve has been completed. During investigation on-site performed by our field service engineer, technical errors was confirmed. The pcb was replaced and after successful tests the ventilator was sent back in service. The faulty pcb and log files were sent back for further investigation. The logs confirmed the reported technical error. A visual inspection of the returned goods found a corrosion/liquid spill problem. The pcb were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. (There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.)

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).